Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device. Tracking indicating that the patient expired on (B)(6) 2014. The information provided indicated that the patient has a significant history of disconnecting his lvad accidently and non-complaint with bringing appropriate supplies for the lvad with traveling. Prior to the patient expiration, it was reported by the hospital staff that the patient was admitted from the clinic with concerns of hemolysis, lactate dehydrogenase of greater than 3000, and altered mental status (delirium and confusion). It was reported that the patient appeared to be critically ill and moaning with complaints of diffuse (non-localized) discomfort. The patient was subsequently admitted to the ICU for further evaluation and treatment. The hospital staff was unable to obtain much history from the patient due to the patient being obtunded and high suspicion of cerebral vascular accident. Urinalysis was performed upon admission with concerns for hemolysis and urinary tract infection. Heparin IV and abx treatment were initiated. Dobutamine (low dose) was initiated along with intermittent IV lasix. An echocardiogram was performed on the day of admission with a concern for pump thrombosis. A ramp study was performed that evening with no improvement in pump flow with increasing pump speed. The echocardiogram that was performed revealed that the pump had trickle flow. It was reported that the patient's family ultimately declined all medications and labs except for those associated with comfort measures. In addition, the family agreed to lasix and antibiotics. Dobutrex infusion was discontinued. It was also reported that comfort measures were initiated on (B)(6) 2014. On (B)(6) 2014, the physician was notified that the pump was turned off. The patient expired the next day. No further information is available at this time.

Manufacturer narrative:
A correlation between the lvad, the report of suspected thrombus and a specific cause for the reported hemolysis could not be conclusively determined as the device was not retrieved from the patient. The patient reportedly had a significant history of disconnecting the lvad from the system controller and possibly had prolonged pump off time. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was provided by the vad coordinator stating that the pump was not retrieved from the patient.

Manufacturer narrative:
No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: a user facility report was received from the intermacs registry. The report stated, ¿patient had possible prolonged pump off time. Patient presented to clinic with signs of hemolysis (elevated ldh). Pump support was withdrawn on (B)(6) 2014 due to elevated powers. Patient expired (B)(6) 2014. Providers at home state that controller never alarmed to the power depletion of pump off.¿